Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/26/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown" "implant rupture" "rippling".

Event description:
Health professional reported a possible left side rupture. Patient reported newborn child diagnosed with autism which is not device related. A second healthcare professional reported rippling, capsular contracture baker grade unknown and "implant ruptured." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare physician confirmed baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, stress marks and creases fold. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening. Wrinkles are observed but have no relationship with manufacturing.

Event description:
Health professional reported a possible left side rupture. Patient reported newborn child diagnosed with autism which is not device related. A second healthcare professional reported rippling, capsular contracture baker grade unknown and "implant ruptured." The device has been explanted and replaced.